Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: the pump started up with a dim and discolored display screen. The blank display screen allegation could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.